Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 22-high mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates and administered an manual dose injection via the pump to address bg level. Emergency medical technicians were called but observed customer only to ensure that bg resolved. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.